Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured and exhibited varying changes in impedance. In addition, this lead emitted noise, had decreased amplitude and delivered inappropriate shocks. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis showed that there was a trilumen insulation damage. This type of damage most likely caused by entrapment in the clavicle/ first-rib region. No coil fracture was observed. Lead passed continuity test.